Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead experienced low amplitude r-wave measurements. The rv lead was repositioned with adequate measurements and the pocket was closed. No patient complications have been reported as a result of this event.